Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300 mg/dl at it highest) and insulin injections were administered to address the bg levels. The cause of the high bg was not known. The customer's current bg was 100 mg/dl. As the customer's bg was not currently high, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.